Event description:
It has been reported to philips that the system does not fully boot up. The system was noted to be in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and reviewed the system log files and identified that a frame grabber card initialization error resulted in the system not being able to complete the start up sequence. The frame grabber captures the video from the allura system. The fse replaced the flexvision pc which returned the device to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was outside of clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not boot up. Review of the system log file confirmed the malfunction. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The philips engineer replaced the flexvision pc. The flexvision pc has been returned for analysis and investigation confirmed a failure of the frame grabber card in the flexvision pc. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.